Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the circumflex artery. An attempt was made to advance a 2.25 x 23 mm xience prime; however, the device met resistance with an unspecified guiding catheter. The device was unable to advance through the distal part of the guiding catheter after repeated attempts. There was also resistance removing the device from the guiding catheter. Therefore, both devices were removed as a single unit. Then, another 2.25 x 23 mm xience prime stent was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed. The reported difficult to remove was confirmed. The reported difficulty to position and dimensional inspections were unable to be confirmed due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.